Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing not delivered when required. The lead was therefore surgically revised and remains in service. No additional adverse patient effects were reported.